Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow-up visit, the device diagnostics exhibited anomalous battery longevity data. No adverse patient consequences were reported.